Event description:
It was reported on (B)(6) 2026, that the patient was experiencing a burn-like irritation while wearing the electrode - patch - universal 2 channel. The patient described the irritation like a burn with blood pulling around the raised skin. The patient sought medical attention by going to the hospital. The patient did not use any medication to treat the irritation. However; they did take a break in service. Alterative electrodes were ordered. The patient does not have any history of skin sensitivities or allergies. The patient did follow proper skin prep. Additional information was requested however attempts were unsuccessful.

Manufacturer narrative:
It was reported that the patient experienced a skin irritation while wearing the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified, medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.